Event description:
A peritoneal dialysis (pd) patient stated fluid was discovered during step 1 of setup. Fluid was discovered in the pump module area and leaked from an unknown source. The patient had not noticed any holes or loose film on the back of the cassette from last night. The patient no longer had the cassette as they had thrown it out, but had provided the catalog and lot numbers last night to the previous technician. There was a large amount of fluid that required several paper towels to clean up last night after the patient had cancelled the treatment and the patient opened the cassette door today to see a significant amount of fluid still. M83 pump a vs. B volume error alarms occurred in fill prior to the fluid leak last night which was documented. The patient was advised to discontinue use of the cycler but did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The cycler was replaced. Upon follow up, the patient stated they had discontinued treatment on (B)(6) 2023 after fill 1 following the m83 pump a vs. B volume error alarms and did not discover fluid in the pump module area until the following morning during removal of the previous cassette. The patient stated they were unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post-accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the post-accelerated stress test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid pump under the assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient stated fluid was discovered during step 1 of setup. Fluid was discovered in the pump module area and leaked from an unknown source. The patient had not noticed any holes or loose film on the back of the cassette from last night. The patient no longer had the cassette as they had thrown it out, but had provided the catalog and lot numbers last night to the previous technician. There was a large amount of fluid that required several paper towels to clean up last night after the patient had cancelled the treatment and the patient opened the cassette door today to see a significant amount of fluid still. M83 pump a vs. B volume error alarms occurred in fill prior to the fluid leak last night which was documented. The patient was advised to discontinue use of the cycler but did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The cycler was replaced. Upon follow up, the patient stated they had discontinued treatment on 06/08/2023 after fill 1 following the m83 pump a vs. B volume error alarms and did not discover fluid in the pump module area until the following morning during removal of the previous cassette. The patient stated they were unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.